Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Additionally, insulation damage was visually confirmed on the rv lead during the replacement procedure. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.